Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
A message displayed: "this device cannot be interrogated on the merlin pcs." Interrogation was possible after a software upgrade. The patient is in stable condition.